Manufacturer narrative:
Battery pack - 05/2007. Device evaluations of battery packs have been completed. The reported problem was confirmed. Battery pack sn was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit, which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. Battery pack had defective cells. The cells were replaced. The battery pack was retested and restocked. The root cause of the defective cells is unk but was probably due to lack of charging after full discharge. Download revealed that the pt left the battery packs in the monitor up to forty eight hours until runtime was expired and the system would shutdown. No adverse event resulted from the faulty battery packs. The pt received replacement battery packs.

Event description:
Lifecor customer support noticed "battery pack fault" flags on a male pt's recent download. Support contacted the pt to discuss exchange of the battery packs. The pt reported that the battery packs seem to not hold a charge, despite showing a full charge on the battery charger. Support sent the pt replacement battery packs.